Event description:
Provider states chair looses power then speeds back up by itself. In speaking with the reporter it was learned there is no harm or injury. It was learned the joystick was replaced. If any further information is received, a supplemental report will filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model m51, serial number/date (B)(4) is approximately 9 months old. The owner's manual part number 1125085, rev.j(oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.